Manufacturer narrative:
Therefore, no UDI is currently available. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2020-05258. It was reported that the backup battery in the heartmate ii system controller was replaced in response to a backup battery fault alarm. Rescue tape was noted on the driveline. Technical services reviewed the device's log files and found previous advisories for low speed events on (B)(6) 2020 while using the mpu, pump stop events on (B)(6) 2020 while using batteries, and a pump stop on (B)(6) 2020 while using the mobile power unit (mpu). They also noted that while the patient was connected to the mpu, the device logged a yellow wrench/replace controller event on (B)(6) 2020 along with a low speed advisory, which both resolved on their own. Technical services assessed that these advisories were indicative of percutaneous lead issues. The patient denies hearing these previous advisories, did not experience any related symptoms, did not report that pump stoppages were related to specific torso movements, and did not report any overt trauma to the driveline or any changes to their weight that would explain the damage. The hospital sent x-ray imaging used to help diagnose the location of the damage and noted a potential area of damage on the external portion of the cable. On (B)(6) 2020, a portion of the percutaneous lead was replaced approximately 3 inches from the exit site. No issues were noted after the patient was back on the grounded patient cable.

Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of a backup battery fault alarm due to a backup battery load fault was confirmed via the analysis of the submitted log files. The submitted log files contained data between (B)(6) 2020 and (B)(6) 2020, per the time stamps. The log files captured the backup battery fault alarm, which activated a yellow wrench alarm on (B)(6) 2020 at 07:48:52 related to a backup battery load test failure (internal error code 38). The backup battery load test failure cleared by 09:49:14 on (B)(6) 2020 and did not recur throughout the rest of the log files data. The analysis was unable to determine the root cause of the backup battery load test failure based on solely on the log file review. The system controller (serial number (B)(6) was not returned for analysis. Multiple attempts were made to obtain the additional information from the customer regarding the event; however, no additional information was provided. To the date, the system controller is unavailable for evaluation and the complaint file will be closed with no further action. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) section 5 ¿surgical procedures¿ explains how to install the backup battery in the system controller, including how to connect the ribbon cable. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.